Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The alarm was cleared and insulin delivery was resumed. Customer's blood glucose (bg) ranged from 300s-450 mg/dl. A correction bolus via the pump was delivered to correct the bg. The customer was hospitalized due to diabetic ketoacidosis. Customer was treated with intravenous fluids, insulin drip and bg was monitored every 2 hours. No other treatment was reported. The customer was discharged the next day with bg of 334 mg/dl. The pump supplies were in use for 4 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.